Event description:
It was reported that during the implant procedure the physician noticed the tip of the lead was bent. Another lead was opened and the procedure was completed. It was indicated there was no health hazard.

Manufacturer narrative:
(B)(4). Analysis of the lead model 3389s-40, lot# v821786 found the distal end of the lead bent, new out of the box.